Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the femoral artery. After a 5-french non bsc introducer sheath was engaged in the lesion, a 6.0 x100, 135cm charger¿ balloon catheter was advanced and its balloon was inflated in the lesion. However, during removal, the physician encountered difficulties in withdrawing the catheter from the introducer sheath. The procedure was completed. No patient complications were reported and the patient's status was good.